Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 282 mg/dl with trace ketones. The customer addressed bg level with a bolus. During troubleshooting with tandem's technical support, it was reported that there were air bubbles in the tubing. Reportedly, the tubing was primed to successfully remove bubbles.